Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. The customer reported that the issue was resolved by replacing the external o2 flow sensor.

Event description:
The customer reported that when the unit oxygen is set to 60%, the unit alarms. The customer reported that unit runs fine at 55% oxygen however alarms at 60%. The caller does not know what alarm is being seen or if the alarm is at the setting of 60% or the displayed reading of 60%.there was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17jun2019. Date received by manufacturer: 14jun2019 visual inspection of the returned oxygen sensor cell revealed no evidence of damage or contamination. The failure investigation (fi) technician performed testing on the oxygen sensor the fi technician was unable to duplicate the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.